Manufacturer narrative:
Reporter phone number (B)(6) date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. Attempts to reprogram were unsuccessful. System diagnostics recorded high impedances on one lead. Surgical intervention is pending to address the issue.

Manufacturer narrative:
It was reported to abbott a patient reported they were using tonic programming and paresthesia comes and goes. Programming was checked and the tonic program was set to continuous. The patient experienced ineffective therapy. Attempts to reprogram were unsuccessful. System diagnostics recorded high impedances on one lead. The other lead had migrated; the patient's leads were explanted and replaced to address the issue. The patient underwent an ipg replacement to an upgraded system per physician's decision. Entire original system was explanted and new system replaced. Effective therapy was restored post operatively.

Event description:
Additional information received identified that the lead had migrated, and patient underwent surgical intervention wherein, the leads were explanted and replaced. Effective therapy was restored post operatively.